Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A review of the device history records for this device was not possible without additional product information.

Event description:
It was reported that during the initial insertion of a set screw in a 12 level posterior fixation, the set screw was not threading smoothly. The set screw was removed and it was noticed that the thread was slightly damaged. The set screw was then inserted into the bone screw and went on without issue. No patient injury was reported.